Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-apr-17. It was reported that premature elective replacement indicator (eri) occurred, andthe patient had not undergone magnetic resonance imaging (MRI). It was noted that the issue was not resolved at the time of report (note: this conflicts with the previous report that the event resolved without sequelae on (B)(6) 2019).

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. All previously reported conclusion, method, and results code no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving sufentanyl (1500 mcg at 1353.55241 mcg/day), clonidine (450.0 mcg at 406.06572 mcg/day), baclofen (25 mcg at 22.55921 mcg/day) and bupivacaine (10.0 mg/ml at 9.02368 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported that at 2330 on (B)(6) 2019 the patient hear the pump alarm and called their doctor who told the patient to go to the emergency room. The nurses practitioner say him at 0736 and interrogated the pump to reveal a motor stall at 11:05pm without recovery. The patient was feeling increased pain as time progressed. It was indicated the event was related to the device or therapy. The pump was explanted and replaced on (B)(6) 2019. The device was returned to the manufacture. The patient's weight was (B)(6) lbs. The issue resolved without sequelae on (B)(6) 2019.